Event description:
It was reported that removal difficulty and shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified diagonal vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. The device was introduced into a non-boston scientific (bsc) guide catheter; however, the balloon did not exit the guide catheter. An attempt was made to remove the balloon, however, only the back portion exited the guide catheter. The shaft had fractured mid way, approximately 60cm from the balloon tip and was stuck inside the guide catheter. The guide was removed from the patient with the fractured portion of the device still stuck inside as a complete unit. The balloon was flushed out of the guide which took a bit of force, this was to check that the balloon had been fully retrieved from the patient. The procedure was completed with a new guide catheter, a new guidewire and a non-bsc balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 78.4cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and inflation lumen. The balloon was tightly folded. The separation is consistent with damage found during preparation, procedure, and post procedure.

Event description:
It was reported that removal difficulty and shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified diagonal vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. The device was introduced into a non-boston scientific (bsc) guide catheter; however, the balloon did not exit the guide catheter. An attempt was made to remove the balloon, however, only the back portion exited the guide catheter. The shaft had fractured mid way, approximately 60cm from the balloon tip and was stuck inside the guide catheter. The guide was removed from the patient with the fractured portion of the device still stuck inside as a complete unit. The balloon was flushed out of the guide which took a bit of force, this was to check that the balloon had been fully retrieved from the patient. The procedure was completed with a new guide catheter, a new guidewire and a non-bsc balloon catheter. There were no patient complications reported.